Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the sales rep that during an ankle syndesmosis orif procedure the button on the ar-8925t, syndesmosis tightrope xp implant system, would not flip and continued to slip back into the hole. The procedure started by putting the tightrope xp into the titanium buttress plate using the guide wire and 3.7 mm cannulated drill bit from ar-8925t kit. Tightrope went in through all four cortices and an x-ray was checked to make sure the button was all the way through the bone. The red tab was removed from the handle and the black button was engaged to release the button from the driver. The black tab was removed from the back of the xp handle and the tightrope was released. The xp handle was then removed from the drill hole. When the surgeon began to toggle the tightrope to tighten it, the button slipped back into the hole. The tightrope was then cut out and removed and new one was inserted. The same procedure was used and the exact thing happened again. The second tightrope was removed using the same procedure. A medial incision was made and a third tightrope xp was placed. This one the surgeon visually saw through the incision to make sure the button was indeed flipped. The tightrope was then tightened to the desired amount and the skin was closed normally. An x-ray also confirmed proper placement of both buttons. All remnants of the previous two tightrope xp were confirmed removed under x-ray. Patient; male. Follow-up investigation: type of procedure was an ankle syndesmosis orif. The third ar-8925t kit that was used to complete the case was from lot 10186884. The case was completed by cutting each of the two failed devices to remove from the patient, and a third tightrope xp was opened to complete the case successfully.